Event description:
In 2006, cag was performed as ami was suspected and the lesion was found to be totally occluded. It was reported that after a guide wire cross the lesion, poba was performed using another company's balloon catheter. The 12th day the patient was suffering from chest pain and the patient was hospitalized at that time. Cag was performed and the lesion starting from the proximal lad was confirmed to be totally occluded. As sat was suspected, post-dilatation was performing using another company's balloon catheter. The patient's blood flow and condition improved. The procedure was completed. No additional information was reported.